Event description:
Adult male needing chemoradiation for glioblastoma; outpatient radiation oncology; unable to radiate- versa treatment machine went down. A wire melted inside the machine, unable to treat patients. Patient was taken from treatment area and asked to wait in waiting area. Vendor service was notified along with physicist. Determined part/repair was needed. Patients were cancelled for remainder of day. Elekta was called, fse notified, fse is on his way from (B)(4). Part is ordered. Manufacturer response for accelerator, linear, medical, elekta medical linear accelerator (per site reporter). Unknown.